Event description:
A patient reported that she experienced left side ¿pain around the breast. Enlarged lymph nodes and leakage.¿ the device remains implanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain around the breast, enlarged lymph nodes, and leakage.